Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product(s): 694765 lead, implanted: (B)(6) 2009; a 4194 lead, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the device reached elective replacement indicator due to possible premature battery depletion. The right ventricular (rv) lead also was found to have increasing, unstable and high thresholds about a year after implant possibly due to a loose setscrew/lead pin interface. It is felt that this resulted in the early battery depletion of the device. Periodically, testing had showed intermittent noise on the lead. At changeout of the device, the physician could not securely attach the rv pace/sense lead to the old device, as the setscrew did not engage and hold the lead securely. When the chronic rv lead was reattached to the new device, the setscrew engaged and the lead remained secure in the header. The rv lead remains in use. The device was explanted and replaced. No patient complications have been reported as a result of this event.